Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 417 mg/dl with trace of ketones. Customer¿s bg was treated intravenously with fluids of saline and insulin and electrolytes. Reportedly, customer left the ER four hours later with the issue resolved and no permanent damage. Reportedly, occlusion alarms occurred. Reportedly, customer continued using pump for insulin therapy.